Manufacturer narrative:
Product analysis: there was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 12th distal stent segment of the device was deformed with two raised struts. (B)(4).

Event description:
It was reported that a physician was attempting to use a resolute integrity device to treat a severely calcified lesion in the circumflex (cx) artery with 90% stenosis and mild tortuosity. The device was removed from its packaging per the IFU and inspected with no issues noted. Negative prep was performed on the balloon. The lesion was pre dilated with a balloon at 8atm. An attempt was made to deliver the resolute integrity device to the target lesion however the device would not cross the lesion. Excessive force was not used. The lesion was pre-dilated again with a larger balloon and an attempt was made again to deliver the resolute integrity device to the target lesion but again the device would not cross the lesion. When the device was removed it was noted that some deformation was present on a number of struts. There was an existing stent in the same vessel however it was distal to the lesion being treated therefore the device did not pass through a previously deployed stent. Resistance was encountered when advancing the resolute integrity device. The procedure was completed with a non medtronic device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.